Event description:
Reportedly, the instrument balloon ruptured in the pt cavity while inflating the device. All balloon pieces were retrieved and another balloon was used to complete the case. Procedure: nephrectomy. Pt status: no pt injury reported.